Event description:
Before a coronary drug eluting stenting treatment procedure, strut damage was seen. The target lesion was located in an unknown vessel. The physician predilated the lesion with an unknown balloon and prepared a 2.5 x 20mm taxus express2 drug eluting stent. Strut damage was seen before the stent entered the body. The procedure was successfully completed with a 2.5 x 16mm taxus express2 drug eluting stent. No patient complications were reported. The patient's status is reported as 'satisfactory/good'.